Event description:
A (B)(6) distributor returned battery sn (B)(4) and battery charger sn (B)(4) with a note alleging the battery produces faults when placed on the charger.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon evaluation, the battery output voltage was measured at 6.08v. The cause for the low output voltage cannot be positively determined, but was likely the result of defective cells. Device eval of battery charger sn (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon eval, the battery charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery pack or battery charger. Device manufacture date: battery pack sn: (B)(4); battery charger sn: (B)(4), 08/2006.